Event description:
The customer reported that a cable on the subject device was cut. It was noted that this was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the cut in the cable was confirmed. The investigation was unable to determine the definitive root cause of the cut in the cable. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Manufacturer narrative:
This report was sent in error, as the cut cable would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.